Event description:
It was reported to medtronic minimed that the customer experienced damaged pump and damage on lcd display bottom corner. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed. Instructed the customer that pump will be replaced. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1812 was requested and customer response was the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump failed to boot up properly once installing aa battery, partial display was noted. The pump failed the self test due to partial display. Test p-cap and reservoir locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found evidence of physical on the lcd screen on pcba 1. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked lcd window, corroded battery tube, corroded battery tube spring, pillowing keypad overlay, keypad overlay texture damage, serial number label missing, and end cap address label missing. Partial display was confirmed during testing due to bleeding and cracked glass on pcba 1. Cosmetic damage was confirmed at the lcd screen. Moisture damage was noted found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.